Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the explanation date. The surgery was cancelled. On (B)(6) 2021, mentor received additional information regarding the replacement device. The replacement device is a 650cc mentor memorygel breast implant (catalog #:3505650bc, serial #: (B)(6) . On (B)(6) 2021, mentor received additional information regarding the revision surgery, patient¿s symptoms, and patient¿s information. The patient underwent removal and replacement with a 650cc mentor memorygel breast implant (catalog #:3505650bc, serial #: (B)(6), on (B)(6) 2021. The patient felt somehow different about her right breast and had a consultation with her physician. Initially, right-sided rupture was suspected due to the MRI result. However, the right-sided implant was found to be intact upon explantation. The patient¿s ethnicity is not hispanic/latino. Updated reason for device explant and/or reoperation: suspected rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was found that wrong explantation date was reported on the previous report. Manufacturer's reference number: (B)(4). The explantation date was reported as (B)(6) 2021. However, the actual explantation date was (B)(6) 2021. The relevant field has been updated.

Manufacturer narrative:
On 9-nov-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 650cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. MRI was performed on (B)(6) 2021, and the result indicated the right-sided rupture. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On 14-oct-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).